Manufacturer narrative:
Additional information was provided in b.5., d.9 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, both haptics are folded over the implant normally. The anterior haptic was incorrectly positioned. The surgeon advanced the implant slightly to observe its behavior, but due to the risk of capsular rupture associated with this configuration, surgeon decided not to take any risk and did not used it.

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, lens haptic was positioned crooked instead of being folded back over the lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).